Event description:
As reported by the health authority, white particulate matter was found in the sterile packaging of two acclarent balloon inflation devices (bid30, 96375267). The two devices were found with the same white particular matter. No patient injury was reported. No additional information is available.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Section e1 ¿ initial reporter: the customer contact information, including name, phone, fax, and e-mail address, was not reported. The devices were not returned; therefore, no further investigation can be performed. A manufacturing record evaluation was performed and no non-conformances related to the complaint was found during the review. With the information available and without the complaint products available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Assignment of root cause for the events remain speculative and inconclusive, based on the limited information provided and without the return of the complaint device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.